Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. The manufacturing order and the inspection records of the lot to which the involved part belongs have been reviewed and do not show any non-conformity, rejection or concession. Item was not returned for evaluation. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.

Event description:
It was reported that patient underwent knee surgery on (B)(6) 2012. Revision procedure was performed on (B)(6) 2014 due to loosening and pain/instability. No further information has been received.